Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in three sections. Analysis found external abrasions between 12.6cm and 16.8cm from the connector pin. Internal abrasions were noted between 20.5cm and 21.8cm from the proximal end. The lead was crushed at 11.3cm - 12.6cm from the proximal end, consistent with clavicular crush.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Chest x-ray revealed externalized conductors. The lead was explanted and replaced.